Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported an unspecified amount of tampons had the applicator tip open, stretched out and very sharp. She did not use these tampons.